Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a bent sample probe. The fse also found glass shards in the cuvette wash station probes. The fse cleaned the cuvette wash station and replaced the sample probe and broken cuvettes to resolve the issue. The beckman coulter internal identifier is (B)(4). For the erroneous results generated on (B)(6) 2020, refer to MDR# 9612296-2020-00439. For the erroneous results generated on (B)(6) 2020, refer to MDR# 9612296-2020-00440.

Event description:
The customer reported the generation of low patient results for multiple analytes and on-going low creatinine quality control on their au480 chemistry analyzer. The erroneous patient results were generated over three (3) days; (B)(6). The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event.